Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat sui on (B)(6) 2003 and mesh was implanted. The patient continued to experience pain, dysuria, dyspareunia, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided..

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient underwent a cystoscopy with transurethral resection of mesh with laser on (B)(6) 2012, due to perforation of bladder with previous transabdominal mesh. It was reported that the patient underwent implant with monarc subfascial hammock on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/4/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent open ventral incisional hernia repair due to ventral incisional hernia and recurrent. It was reported that patient also underwent covidien parietex mesh implant on (B)(6) 2013 due to ventral incision hernia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent stone removal, removal of infected vaginal mass and mesh removal on (B)(6) 2012 due to erosion. It was reported that patient underwent placement of an unknown mesh and removal of previously placed mesh on (B)(6) 2012 due to sui. It was reported that patient underwent tah, bso, splenectomy, rectosigmoid resection, end colostomy and omentectomy on 05/13/2013 and underwent hernia repair on (B)(6) 2014. (B)(4).